Manufacturer narrative:
Patient information was unavailable from the site. No device/components were received by the manufacturer on the date of filing. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during an electrode and probe placement procedure the target position of the plan created before the procedure deviated. Planning was performed using preoperative mr on the previous day. The power was turned off of the system. The CT taken on the procedure day was merged with the mr. When proceeding to the plan, the target position was different from that of the plan which created previously. Although the event occurred when performing the process described above with the same patient data, it was not the target deviation, but the deviation that appeared as a result of the narrowed width of lr direction of atlas. However, the physician pointed out that deviation had occurred even when atlas was not used. It seemed that the same issue occurred frequently. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis via design analysis method concluded that the behavior described was the intended behavior of the software, the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information regarding this event. It was reported that technical services (ts) was unable to replicate the issue. Ts suggested that the site use mr with plans as reference for merge. The site can set CT as reference in frame registration task. Change in atlas most likely due to different fov of exams after merge with CT as reference causing atlas to stretch. Additionally, ts stated that only the exams were sent, it did not contain the plan. Ts merged the CT individually to the 234 slice, 219 slice and 384 slice mr, the 384 slice mr did have some rotation issues but the other exams appeared okay. Ts concluded that the issue was likely due to merge of intra-op exam as reference.